Event description:
Initial results for a pt sodium/potassium/chloride were 162/3.9/88 mmol/l. When repeated, the results were 139/3.3/104 mmol/l. The incorrect results were not used to guide pt therapy. The field service rep was unable to determined a cause for the discrepant results.